Event description:
A customer reported that their t:slim x2 pump battery would not charge, and the screen remained dark while they were unable to turn it on, even after trying multiple cables, adapters, and outlets. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on their blood glucose level. The customer switched to manual injections.